Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/09/2015, two medtronic representatives, following-up at the site, reported they checked out this navigation system with the imaging system, took several scans from both sides of imaging system, and could not replicate any inaccuracies. System is fully functional. On 10/14/2015 software analysis was unable to determine probable cause with the information provided.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system was used. The surgeon alleged that there were some inaccuracies. In trouble-shooting, another spin was taken and the surgeon was then pleased with the accuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.